Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix did not extend. The physician removed it from the body and tried to extend but it would not extend. It was noted that there was a lot of torque in the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.